Event description:
Caller reported a cgm error 42, and after a pump reset, the pump failed to turn on initially. There was no adverse impact to the customer's blood glucose level mentioned. The customer successfully started their sensor session after troubleshooting and acknowledged the resolution.